Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level. Cause of low bg is unknown. Reportedly, customer required intervention to resolve the issue. Despite multiple attempts, tandem technical support was unable to obtain any further information.